Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an endoscopic ligation of internal hemorrhoids procedure performed on (B)(6) 2025. It was reported that the suture was fractured during the procedure. There was no difficulty setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Block h6: imdrf device code a0401 captures the reportable event of suture break. Block h2: device evaluation: block h11: investigation results: the device returned and it was found during visual inspection that the slack was not taken up and the handle does not have evidence that the loop was secured to the post, and also, the suture was broken. The ligator housing was not returned for the analysis. Based on the evidence, the device code of suture break is confirmed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. The labeling review found evidence to suggest that the device was used in a manner inconsistent with the labelled indications. Take up slack by pulling proximal end of trip wire on handle unit and secure trip wire in slot on handle unit, however, the slack was not taken up and the handle does not have evidence that the trip wire was secured to the post. The instructions for use (IFU) contains detailed device information and instructions for the device use and there is no evidence that there is any issue with translation, wording, or graphics of the IFU labeling information. According to the product analysis performed on the device, it was found that the IFU of the device were not follow since the slack was not taken up from the handle slot and the trip wire was not secured to the handle. This can ultimately affect the way the bands are supposed to be deployed once the ligator housing is installed in the endoscope, making the trip wire does not work accordingly with the handle when pulling the bands. Also, it was found that the suture wire was broken at trip wire section. However, the ligator housing was not returned, making imposible to analyze the other part of the device and suture wire to detect any failure that could cause the reported issue. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Block h6: imdrf device code a0401 captures the reportable event of suture break.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an endoscopic ligation of internal hemorrhoids procedure performed on (B)(6) 2025. It was reported that the suture was fractured during the procedure. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h2: correction: block b5: there was no difficulty setting up the device. Block e1: initial reporter facility name: (B)(6). Initial reporter address: (B)(6). Block h6: imdrf device code a0401 captures the reportable event of suture break.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an endoscopic ligation of internal hemorrhoids procedure performed on (B)(6) 2025. It was reported that the suture was fractured during the procedure. There was no difficulty setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.